Manufacturer narrative:
Visual inspection and functional testing: the customer noted that the device will not be returning to the service hub for repair. Therefore, visual inspection and functional testing was not be performed by ICU medical. No defective parts were identified for probable cause by the service hub. Review of 12-month service history and event/alarm logs: a 12-month service history did not indicate a similar event. A review of the event logs could not be performed because the device was not returned to the service hub and the event logs/alarm history were not provided. No probable cause could be determined based on this review.: testing was performed by the third party to determine the cause of the device malfunction. The customer noted ¿we were able to duplicate the original error during initial testing and discovered that the fluid shield needed to be replaced. Following replacement, the unit passed all functional tests. Our investigation for this unit is closed."

Manufacturer narrative:
The device is not available for evaluation. Without the returned device a probable cause is unable to be determined.

Event description:
The event involved a plum 360 that the customer reported that the pump stopped infusing without alarm or warning and would not restart. The unit was operating under battery mode. There was patient involvement and no report of injury or adverse event.